Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed three times at 10 atmospheres. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.